Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/14/2020.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/18/2020. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown cardiovascular surgery on (B)(6) 2020 and a drain was used. During surgery, suction could not be done. The lot number is unknown. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.